Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the full height cubie drawer 2 had failed, and no leds were lighting on the rear controller. A field service engineer (fse) replaced the rear controller and the pyxibus module controller. The drawer was reconfigured and tested to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2 was failed to open. The customer stated that this malfunction occurred while dispensing the medication to the patient care and caused a delay. There were no adverse events or injuries reported based on this event.